Event description:
One year ago, the patient had his baclofen pump rate turned up for an unspecified surgery. The following morning, the patient was very difficult to arouse and had emesis. He was taken back to the hospital where his pump was turned down and he immediately returned to baseline.

Manufacturer narrative:
(B)(4).